Manufacturer narrative:
(B)(4). Method: a visual inspection of the returned mask was completed. Results: the elbow of the returned mask was broken. Welding marks were found all around the retainer and elbow of the mask. Conclusion: we were unable to determine the cause of the reported problem. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt046 non-vented hospital full face mask. It also states the following: ensure adequate patient monitoring is in place. Verify that the therapy device, including alarms and safety systems, are functioning correctly prior to use. The mask must be fitted and therapy established by an appropriately trained medical practitioner or care provider. This mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death. The rt046 non-vented hospital full face mask features a mask base, seal, and headgear. The mask is intended to enable non-invasive positive pressure ventilation (nppv) therapy (CPAP or bi-level) to be delivered to spontaneously breathing adult patients with respiratory insufficiency or respiratory failure and have been prescribed nppv. The masks are to be fitted and therapy maintained by trained medical practitioners in a hospital/institutional environment with patient monitoring in place.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that the elbow of a rt046 non-vented hospital full face mask was loose and fell off when they tried to remove the mask from the patient. No patient consequence was reported.